Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and chest pain occurred. The patient came into the cath lab for a coronary angiogram. The target lesion was identified to be in a coronary artery. A 2.50 x 16 synergy¿ drug-eluting stent was then implanted within the stenosis. Post treatment, the patient was placed on necessary medication and was sent to the intensive care unit (ICU). Once the patient had recovered, the patient was discharged from the hospital and was sent home. Seven days later, the patient experienced chest pain and was emergently brought back to the hospital, then to the cath lab. Coronary angiogram was performed which revealed a thrombus build up within the previously implanted 2.50 x 16 synergy¿ stent. Subsequently, the thrombus was removed using a clot aspiration device and an angioplasty balloon was inflated within the stent. Once the patient¿s condition stabilized, the patient was placed on aggrastat and was sent to the ICU for observations. No further patient complications were reported.